Event description:
It was reported that during a laparoscopic cholecystectomy procedure two out of three devices the jaws locked on the cystic artery. The handles were pried open and the device was removed from the artery, with no damage to the tissue. The clips were not forming on the third device. A fourth device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Advancer bypass toward tissue stop,malformed clip,jaws unable to open_open after assisted. Device b: g9jc9a mfg date: 2/7/2010; exp date 1/7/2015 advancer bypass toward tissue stop, jaws unable to open_open after assisted . Device c: f9hw6t mfg date: 11/06/2009; exp date 10/06/2014. Anti-backup failure the analysis results of device (a) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during one firing sequence causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. The remaining clip was conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the event reported. The analysis results of device (b) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during two consecutive firing sequences causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clip were released. The remaining clips were conforming according to our manufacturing specifications. The analysis results found that device (c) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two unformed clips were fed. The clips were evaluated with the funnel gage and they were conforming according to our manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. In addition, the device locked out as intended but the orange indicator was visible at 11th firing sequence thus, it over traveled. The found antibackup and orange indicator failure are not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Information received indicates the mattress foam and fire barrier are stained with blood.